Event description:
It was reported that the pt was presented with pain due to "mesh erosion in the urethra" and "incontinence". The pt was originally implanted with a miniarc sling device to treat incontinence. No add'l pt complications have been reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.